Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9 and h10. H10 correction: in the device evaluation, it was also discovered that the edi (electronic data interchange) was low and the insertion tube was worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to stress on the insertion section such as the following. Physical stress by rubbing or striking the insertion section, or the like chemical stress due to reprocessing in non-recommended way. Stress from bad storage environment (stored in direct sunlight, at high temperatures, or in high humidity, exposed to x-rays and ultraviolet-rays, etc.). The event can be detected/prevented by following instructions for use described below: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "1.4 precautions: if cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is found." "The storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of distal end being cracked was confirmed. In addition to evaluation, the electrical connector was corroded. Light guide tube was damaged. The bending angle in the down direction did not meet standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A third party distributor reported on behalf of a customer, the evis exera ii bronchovidescope plastic distal end cover was cracked. The event occurred during preparation for use. There was no report of patient harm. During incoming inspection, it was determined the insertion tube was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.